Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a procedure using a farawave catheter, the patient experienced a cerebral infarction, so they were readmitted to the hospital. There was no after-effect. The product will not be returned as the device was discarded.